Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented with pauses, and that there was far-field p-wave oversensing resulting in pacing inhibition. It was also reported that there was some insulation cuts/breaches near the pocket on both the physicians determined that the atrial and rv (right ventricular) leads sustained insulation damage believed to have been induced during device implant. The atrial lead remains in use. The rv pacing lead had already been capped. The pace/sense portion of the rv tachy lead was capped, a new pace/sense lead was implanted, and the defibrillation portion remains in use. No patient complications have been reported as a result of this event.